Event description:
The customer contacted baxter's technical service center for assistance ending therapy on the homechoice (hc) during dwell 1. The home patient (hp) stated the patient line was compromised due to the cap falling off during dwell. The hp will restart therapy with new supplies. Product surveillance contacted the hp who stated she capped the patient line prior to leaving the room, and when she returned, the cap had fallen off. The hp is aware that she is using the wrong disconnect cap. The hp was instructed on the correct disconnect cap to be used on the patient line connector and was referred to the patient at home guide. The hp was advised to follow-up with her peritoneal dialysis nurse. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.